Event description:
The customer reported that insulin pump alarmed. The blood glucose reading was 189mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had missing end cap sticker, cracked case at the display window corner, cracked display window, and cracked reservoir tube lip.